Manufacturer narrative:
H10, h3, h6: the reported 6x25mm biosure ha screw, used in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 6mm of the distal threads have been broken off and were not returned. Approximately 8mm of threads between the head of the screw and the distal end have also broken off and were not returned. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. The condition of the screw indicates it was subjected to excessive force. As with any surgical device, careful attention should be made to assure that excessive force is not placed on the device. Excessive forces applied to the device can result in failure. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a patella triple procedure, the "biosure ha screw (6x25mm)" was found fractured on the threads when it was screwed-in. In consequence, the fractured anchored was successfully removed from the patient through the use of tweezers. The procedure was successfully completed without significant delay using a back-up device into the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.